Event description:
Described by rptr: fetal demise incident on 1/21/2000 involved kiwi omnicup. A pt primigravida, 40 estimated gestational age fetus, spontaneous rupture of membranes, complete dilation, station +2 to +3. Vacuum used for "ctg" showing late repetitive decelerations. Position thought to be occiput posterior. Attending called in to assist resident, approx 1hr in 2nd stage, and applied omnicup to the green vacuum level, pulled 3 contractions/tractions, with no pop-offs, fetus moved to +4 station. This was attending's first time to use omnicup. Fetal heart rate improved. Removed cup. Pt pushed for approx 30 minutes. Baby crowning straight occiput anterior with fetal bradycardia was delivered vaginally using forceps with two contractions. Fetus obtunded, apgar 3-3, cord ph=7.0. Subgaleal, subdural hematomas and skull trauma reported.